Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by severe abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the date of onset, the patient was treated with an unknown antibiotic (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. It was unknown when therapy with the antibiotic was discontinued. On an unknown date, subsequent to hospital admission, peritoneal dialysis therapy was discontinued due to an unrelated event and the patient was placed on hemodialysis. On an unreported date, the peritoneal dialysis catheter was removed and the patient was no longer on peritoneal dialysis therapy. After six days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.